Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a two 325cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation and chest injury post procedure. Patient stated that her boyfriend gave her a bear hug which may have caused the deflations. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/17/2020. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant after her boyfriend gave her a bear hug. During visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.1 cm was also observed within the crease/fold. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number:(B)(4).